Event description:
Customer reported that he was pushed into the pool with the insulin pump. Customer tried to dry it and when reinserting the battery it alarmed battery out limit and customer is unable to clear the alarm. Blood glucose value 79 mg/dl. Nothing further reported.

Manufacturer narrative:
(B)(4). All operating currents are within specification. No unexpected battery out limit alarm noted. No moisture damage on motor assembly or electronic assembly noted during visual inspection. However intermittent button response noted during testing due to corroded keypad traces. Device received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.